Event description:
It was reported that an ilet user experienced continuous glucose monitor signal loss on the pump after the ilet was powered off for several hours and then restarted, resulting in no glucose readings from the dexcom g7; the user does not utilize a dexcom mobile app or receiver. Symptoms included absent cgm data display on the ilet. Outcomes included temporary loss of glucose telemetry with need for re-pairing and monitoring for reconnection. Investigation included customer-guided troubleshooting and education, including toggling bluetooth pairing and re-entering the dexcom g7 pairing code, with counseling that reconnection could take up to 30 minutes. Investigation of this case revealed that the sensor-to-pump communication link was interrupted and that re-pairing actions were performed. It was concluded that the event was due to cgm signal loss to the ilet only, with restoration expected following standard reconnection procedures.